Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that the patient had a no disposable alarm, on both pumps. Lot number of cassettes was from the not affected lot series. Patient was feeling very unsettled and frustrated that she did not feel safe with the new cassettes now. No further details provided